Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. An impl tapered sp 3.7mm 14m m octagon was returned for investigatio. Visual inspection of the as returned product identified worn marking due to usage and a fracture at the collar. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 15 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available. Email address unknown / not provided. PMA/510(k) number k011245 and k002188.

Event description:
It was reported lost of integration with pain and discomfort. Upon visual inspection it was noticed that implant is fractured.